Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead insulation had peeled off. There was no indication of lead failure in the device but when we tested the lead through the psa, the impedance was less than 200ohms. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.